Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. Through follow-up communication, livanova learned that the device is cleaned regularly as per the instructions for use and the water quality monitoring is correctly applied. H2o2 is added when the water in the tanks is changed (each 7 days) and pall filter or equivalent one is used for tap water. When the device is not used, it is stored full of water and the h202 check is performed daily but not during weekends. Prior to initial operation and prior to storing the heater-cooler, the device surfaces and water circuits are disinfected and the same approach is followed after every operation. Patient reusable blankets are used, but not in the operating room; aerosol collection set is replaced after the allowed use period. The device is placed inside the operating theater during use, away from operating field at an estimated distance of 2 meters. Based on information collected, it cannot be excluded that the missed h202 check during weekends may have contributed to reported issue. This report was due on (B)(6), 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on (B)(6), 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.